Manufacturer narrative:
The technician ordered a side-com board to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the nurse call is not working. No injury reported.